Manufacturer narrative:
No unexpected failed battery test alarms, blank display anomalies or off no power alerts noted during our testing. The insulin pump passed displacement test and off no power test. The operating currents are within specifications. However, the insulin pump was minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was 161 mg/dl. The customer stated that the pump is powering off and read failed battery test. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised to clean the battery cap with a cotton swab and isopropyl alcohol. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.